Event description:
It was reported that the core micro drill began running on its own during evaluation by a manufacturer field service technician. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the core micro drill began running on its own during evaluation by a manufacturer field service technician. There was no patient involvement and no adverse consequences associated with this event.